Event description:
This developed capsular contracture, these implants were replaced with cronin silastic implants. The implants became very hard and she did not like the results. She had some pain in the left breast and over the years, simply tolerated the hardness. She has tenderness in the chest wall lateral to the implants, laterally on both sides. On xeromammogram examination, there is heavy calcification of the capsules which obscure a lot of the full detail. The capsulectomy is medically necessary because of the heavy calcification of the capsules.